Event description:
It was reported that there was a white particle floating in a small volume intermate. This was noted after compounding the device with flucloxacilin. This observation was made before patient use. There was no patient involvement. No additional information is available. This report is 4 of 5.

Manufacturer narrative:
(B)(4). The device was manufactured october 09, 2014 - october 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.